Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having tlif for l4/5 spondylolisthesis. It was reported that after deployment, at first, the v4 screw was inserted into the pedicle, but the tab was obstructed during subsequent operation, so the tab was broken before rod installation. At that time, the tab breaker was too deeply inserted in the screw head, so it was bent at the middle of the thread where the set screw is inserted, not at the fold part. The product came in patient contact. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis :part # 54750016550 ; lot # h5704471 visual and optical inspection confirmed the screw head was returned damaged. Optical inspection did not reveal any damage that could contribute to the screw head breaking, only partial damage to the upper thread of the bone screw. One side of the tulip head of the screw has broken. The extended tab is still connected to the broken pedicle/tulip portion of the screw head. It appears the screw head was broken due to bend stress overload during the attempted tab break off process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.